Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that just the proximal segment was returned. Resistance testing found that the lead was not electrically continuous. A fractured outer coil conductor was observed at approximately 115 mm from the terminal end. The fracture was induced damage caused by electrocautery.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing thresholds measurements. Boston scientific technical services (ts) provide information of the configuration. The lead will be revised. The lead was successfully explanted. The device has been returned and is pending analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 115 mm from the terminal from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observation of high pacing thresholds was likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing thresholds measurements. Boston scientific technical services (ts) provide information of the configuration. The lead will be revised. The lead was successfully explanted. The device has been returned and is pending analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing thresholds measurements. Boston scientific technical services (ts) provide information of the configuration. The lead will be revised. The lead was successfully explanted. The device has been returned and is pending analysis. No additional adverse patient effects were reported.